Manufacturer narrative:
Device not received stuck in manufacturing mode device passed the full functional test including the displacement test, rewind, prime or seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Insulin flow blocked alarm functions properly during basic occlusion and occlusion test. Device delivered multiple boluses and monitor. No unexpected bolus anomaly noted during testing. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power error, low battery alarm due to connector resistance electrical board . After disconnecting and reconnecting the internal battery connector on electrical board , the insulin pump was monitored and functioned properly. Device received with cracked retainer, minor scratched display window, fading serial number label and scratched case. Device passed the delivery accuracy test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received insulin flow blocked alarm. The customer¿s blood glucose level was 24.3 mmol/l at the time of incident. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.